Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Complaint 3 of 4. Per email: caller reported leaking at the base of the needle where it connects to the syringe when pushing down on the syringe plunger. Number of occurrences: 3. Did the caller insert the needle into the cartridge and encounter fill resistance? Yes. Product lot # unknown. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Update: the issue occurred 3 times in total (not 3 times on each date).